Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown glenoid; lot#: unknown. Item#: unknown, unknown humeral stem; lot#: unknown. H6: component codes: mechanical (g04) - head. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty. During the surgery the patient was injured due to an unknown failure of the implant. Attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).